Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported condition of failure 814:04 was confirmed but not duplicated. The reported condition is due to a faulty ail pcb (air in line printed circuit board). The ail pcb was replaced. (B)(4).

Event description:
The facility reported a pump with a "failure 814:04" in pediatrics. The condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. (This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter quality engineering review of the event history on (B)(6) 2010, it was determined that the reported condition occurred during delivery.